Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient's underwent a procedure where a cmc tightrope, ar-8919ds, was implanted in their hand. About 4-6 months post-op, the patient began to experience distortion of the anatomy and the surgeon plans to revise surgery. No further information provided. Additional information obtained 9/8/20: arthrex has been advised that the patient underwent a revision procedure (B)(6) 2020 during which time the ar-8919ds was explanted.